Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer's blood glucose value would go down to 40 mg/dl and up to 200 mg/dl. The customer declined for troubleshooting. The customer was treated with food. The insulin pump will not be returned for analysis.